Event description:
It was reported that during implant attempt, the lead sensed far-field r-waves. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood in/on the helix mechanism was observed.